Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a gravity infusion of packed red cells backtracked into the pca line up to the syringe infusing morphine and droperidol. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.